Manufacturer narrative:
(B)(4). Batch # t9205a. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the reaction of blade tip was delayed during firing and it was still cutting when stopped firing. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.